Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of infection was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. Boston scientific has been unable to obtain additional information regarding the circumstances.